Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing came apart at the quick release. The site location was left side of patient's abdomen and the pump was in the left pocket. The infusion had been used for two hours. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.